Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: a small thin piece of metal was observed coming out of the tip of the instrument. It was retrieved and did not enter the pt. Another surgiwand was opened. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.